Event description:
The customer reported a ventilator gave a battery failed alarm during installation. The device was evaluated an international philips field service engineer (fse) who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the battery. Following the replacement, the unit was said to have been replaced. No other anomalies were reported.

Manufacturer narrative:
B4:07sep2021. The customer confirmed that the battery malfunction was identified during installation. There was no delay to patient therapy, and therefore the malfunction does not have the potential to result in a death or serious injury. This is not a reportable event.